Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. The customer did not retain the model and lot number which determines the date of manufacture and the 510k.

Event description:
The customer reported that the endotracheal tube on a patient kinked, causing the patients to de-sat. There was no report of required intervention.